Event description:
Customer reported that pump unexpectedly displayed reset screen. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer manually restarted cgm session and reloaded cartridge as corrective actions. Technical support informed customer about the built-in safety feature of the pump resetting one of its microprocessors and plans to follow up to ensure customer heard all necessary information about routine pump system checks.